Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. Without the opportunity to examine the complaint product, root cause cannot be determined. Review of complaint history found no additional related issues for this item. Lot identification necessary for review of device history records and lot complaint history were not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2015. Subsequently, during the procedure it was noted that the head impactor nearly popped off during impaction. This did not cause a patient injury or a delay in the procedure. The patient had a previous hip arthroscopy. No further information was provided.